Event description:
A caller reported a malfunction on their pump, specifically displaying malf 5, and it could not be reset. There was no reported adverse impact to the customer's blood glucose level. The customer would use multiple daily injections (mdi) as backup therapy to ensure insulin delivery was not interrupted.